Event description:
It was reported that the buttons on the insulin pump are not responding. Customer noticed issue in the morning while attempting to give a bolus. It was stated that the customer kept pushing buttons until they responded but now they don't respond at all. Blood glucose value was 7.9 mmol/l. Nothing further reported.

Manufacturer narrative:
Insulin pump had an intermittent button response on esc and act buttons due to corroded keypad traces. Insulin pump had minor scratches on display window, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.